Manufacturer narrative:
(B)(6). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion was located in a calcified and moderately tortuous common iliac artery. On the first inflation, the wanda 10.0-20, 80 balloon was inflated to seven atmospheres and ruptured. The procedure was completed with a different device. The patient status is listed as good with no complications reported. This product is only ous approved, but it is similar to an approved united states device.